Manufacturer narrative:
(B)(4). The event is confirmed with the received image of the product. An image of the explanted head was provided. Black debris was identified on the edge of the taper of the head. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a revision procedure due to infection. No further event information available at the time of this report.